Event description:
It was reported that the tab on the implant that attaches to the inserter broke upon insertion. The implant was left in the patient as is. There were no reports of adverse health consequences to the patient.

Manufacturer narrative:
The event was confirmed via correspondence with the sales representative. Manufacturing files were not reviewed due to device not being returned and lot # not being provided. The probable root cause of this reported event is not determined from information provided and due to product not being returned. Per email correspondence with the sales rep, the implant broke during an introduction of the implant. The breakage occurred at the beginning of the introduction, in the first impact of the hammer. It is likely that the reported fracture is due to an excessive impaction force during insertion.

Event description:
It was reported that the tab on the implant that attaches to the inserter broke upon insertion. The implant was left in the patient as is. There were no reports of adverse health consequences to the patient.